Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed low pacing impedance on left ventricular lead. No changes or intervention was performed. The patient condition was stable.